Event description:
The customer reported that while running a hepatitis core assay, summit sample handler, did not pipette sample or diluent into well positions, f6, g6, and h6 and no error message was given. A field service engineer was dispatched and could not duplicate the problem. Fse replaced plunger clamp #6, tip clamp, tip clamp sleeve, compression spring in position #6 and lld springs. No death or serious injury was associated with this event. This report is beyond the 30-day reporting requirement. During a review of service files, this event was identified as being MDR reportable.